Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level, the customer reported the following (B)(6) 2017 blood glucose was over 600 mg/dl also had bent cannula, (B)(6) 2017 blood glucose was 321 mg/dl and (B)(6) 2017 blood glucose was 312 mg/dl. The customer stated has been having trouble with pump not alarming no delivery. Inquired if kinks, bends or multiple large bubbles are present along the tubing length, found no. Inquired if any leaks were observed. Found: no. The drive support cap appeared normal. The insulin pump passed the high-pressure test. The customer was advised in order to determine if cannula is bent site must be removed from body, the customer is unable to remove/change set at this time. Customer's outcome pertaining to the complaint was advised to speak with health care professional if infusion sets need to be changed. The insulin pump will not be returned for analysis.